Manufacturer narrative:
On july 30, 2024, the mentor failure analysis lab received the device for evaluation. On july 31, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 600cc breast implant was found to be ruptured, received in three (3) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On june 10, 2024, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 585cc mentor memorygel boost breast implant catalog: shpb585 lot: 9982694 sn: (B)(6) and (right) 585cc mentor memorygel boost breast implant catalog: shpb585 lot: 9982694 sn: (B)(6). On june 12, 2024, mentor received additional information indicating that the suspect medical devices were severely ruptured. This indicated that the issue was actually bilateral. On june 13, 2024, mentor received information indicating that the patient was actually in a clinical study and the correct implantation date was on (B)(6) 2001. The suspect medical devices information were also provided as the following: (left) 600cc mentor memorygel breast implant catalog: 3507600bc lot: 226516 and (right) 600cc mentor memorygel breast implant catalog: 3507600bc lot: 226516. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the left breast prosthesis. Rupture on the right breast implant will be reported under mrn: 1645337-2024-07840

Event description:
It was reported that a patient underwent breast augmentation with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed, via imaging, with left breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6), 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).